Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue; guide cath: sheathless guide. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that the balloon became compromised or damaged during inflation against the in-stent restenosis and/or the previously implanted stent resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat in-stent restenosis in a concentric coronary artery. A 3.0x15 mm nc traveler balloon dilatation catheter (bdc) was advanced for pre-dilatation without resistance. During the first inflation at 7 atmospheres, the balloon ruptured. The nc traveler bdc was removed without resistance. A non-abbott bdc was used for pre-dilatation and the procedure was completed using a non-abbott drug coated balloon. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.